Manufacturer narrative:
(B)(4). Warsaw reassigned the complaint to the (B)(6) on jan 13, 2020, as further information was found from translated documents including that UK had design control of the products. This event was not previously reported under medwatch facility warsaw biomet (B)(4). Report source, foreign - event occurred in (B)(6). Once the investigation has been completed, a supplemental MDR will be submitted. Medical product: forte cer fm hd d36/0mm 12/14, catalog # 650-0665 , lot #:2015031867. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00068. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that patient underwent a right total hip arthroplasty. Subsequently, a revision procedure was performed due to recurrent dislocation.